Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was 125 mg/dl at the time of incident. Customer reported that there is a line across the insulin pump screen and it is blurry. Customer also mentioned that the buttons were unresponsive after exposure to moisture. Troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted. No moisture damage on electronics and motor assembly noted.